Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon detachment occurred. The target lesion was located within a dialysis graft in an unspecified arm location. A synergy/8-4/5.3/75 balloon catheter was advanced and used to treat the target lesion. Upon removal of the device from the unspecified sheath, it was noticed that the balloon had separated from the device shaft and was lodged in the sheath. The procedure was considered to be "successful" and completed with this device. There were no patient complications reported with the patient's current condition listed as "ok".